Manufacturer narrative:
Additional information: section a2: patient age/date of birth: unknown/asked information was not provided. Section a3a: patient sex: unknown/asked information was not provided. Section a3b: patient gender: unknown/asked information was not provided. Section a4: patient weight: unknown/asked information was not provided. Section a5: patient ethnicity: unknown/asked information was not provided. Section a6: patient race: unknown/asked information was not provided. Section b3: date of event: unknown/asked information was not provided. Section d4: model number: unknown, as device serial number was not provided. Section d4: catalog number: unknown as device serial number was not provided. Section d4: device serial number: unknown as information was not provided. Section d4: device expiration date: unknown as device serial number was not provided. Section d4: UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d6a: date implanted: unknown/asked information was not provided. Section d6b: date explanted: unknown/asked information was not provided. Section h3: device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
An unknown pre-loaded model intraocular lens (iol) experienced a malfunction. No further information is available.